Manufacturer narrative:
DHR review: batch 7261545 had ten visual inspections performed on 650 parts with zero defects noted. The ID inspection system was challenged six times using 150 parts with zero failures noted. Dripover: an epoxy dripover generally occurs when the epoxy applicator fails to shut off for a missing cannula. There are several contributing/possible factors. A dirty sensor that doesn't shut the epoxy off for a missing cannula. The epoxy pressure is too high. The epoxy applicator needs attention- it isn't shutting off when it should. The epoxy viscosity is also related to temperature fluctuations. If the temperature goes up, the epoxy gets thinner and flows faster. The epoxy stain on the cannula is where the epoxy is applied, and then runs down to fill the epoxy well on the hub. Other than the dripover, the defect could not be confirmed as reported. All product measured was within specification limits.

Event description:
It was reported that there was "excess of epoxy" on the needle 30ga 7/8in bsg clear hub. There was no report of exposure, injury, or medical intervention.

Manufacturer narrative:
Medical device expiration date: n/a. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that there was "excess of epoxy" on the needle 30ga 7/8in bsg clear hub. There was no report of exposure, injury, or medical intervention.